Manufacturer narrative:
Failure analysis noted that the pump passed rewind, basic occlusion, prime/compromised force sensor system and displacement tests. The pump was stuck in a motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had intermittent failure that was not detected during the testing. They were unable to confirm the motor position encoder error alarm due to overwritten history file. The pump had broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had motor error alarm and motor position encoder error alarm. The blood glucose at the time of the incident was 71 mg/dl. The customer was delivering a bolus when the alarm was received. The alarm was cleared with the esc/act button and he was able to rewind the pump. He was assisted with reprogramming the pump. Troubleshooting was able to resolve the issue. The device was returned for analysis.